Event description:
Reporter alleged blood glucose device generated a result prior to the test strip being dosed with blood or control solution. Reporter alleged the meter read lo after customer had dosed three prior test strips obtaining values of 94, 157, and 135 mg/dl, on the avtice s system (meter, strip lot 22944732, and expiration date of 01-31-2008). Reporter did not provide the location of the testing. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The suspect product is the active s meter.